Manufacturer narrative:
Additional information received indicated the cause of death was the previously reported aortic dissection.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the guidewire, manipulation of the devices), patient factors (female gender, advanced age - (B)(6) years, severe vessel tortuosity) may have contributed to the reported aortic dissection. The cause of death was not provided but may have been related to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During transfemoral tavr for native aortic valve, an ascending aortic dissection occurred. As reported by our affiliate in (B)(6), prior to the tavr procedure, it was noted that the patient had severely tortuous vessels. During the procedure, during the advancement of a 23mm sapien 3 valve and commander delivery system, the blood vessel was extended with a lunderquist guide wire from the opposite side of the esheath insertion site. Although the tortuosity remained, the delivery system was advanced to the aortic valve by extending the blood vessel while pushing and pulling the guide wire. Immediately before the deployment of the sapien 3 valve, a decrease in blood pressure was observed. The sapien 3 valve was immediately implanted with 2ml less than nominal volume. After the delivery system was removed, the blood pressure did not return. An aortography revealed bleeding from the descending aorta site. An intra-aortic balloon pump (iabp) was placed to stop the bleeding and the patient was returned to the ICU. The patient passed away 2 days after the tavr procedure. The cause of death was not provided. The annular area measured 378.0mm2 with moderate aortic valve calcification reported. The access vessel minimum luminal diameter (mld) measured 7.0mm with moderate calcification and severe tortuosity.